Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a nephrectomy. After the firing was completed, the black knob was stiff and did not retract smoothly. The product did not lock on tissue and was removed from the tissue without damaging it. No patient injury or extension in surgical time. Patient status is no problem.